Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported being transported to the emergency room (ER) by a family member due to vomiting. At the time of the event, the cgm displayed a glucose reading of 40 mg/dl, while a fingerstick bg measured 480 mg/dl. It was not reported whether the patient administered any self-treatment prior to presenting to the hospital. During the hospitalization, the patient received treatment with intravenous saline and intravenous insulin. The patient remained hospitalized for approximately two days for observation and rest as directed by the treating physician before being discharged. It was noted that the patient was connected to a tandem t: slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.